Event description:
Further follow-up revealed that the vocal cord paralysis was previously reported. It was reported that the physician believed that the cause was left recurrent laryngeal nerve paralysis due to surgery and that the paralysis was resolved on (B)(6) 2011.

Event description:
An abstract article was received titled "technical points in vns implantation and it's complications." The abstract mentions two cases of vocal cord paralysis. The second case was previously reported in MFR. Report # 1644487-2013-00908. Attempts to obtain additional information have been unsuccessful to date.